Event description:
The patient underwent a generator replacement and once the pocket was opened, the surgeon found there was calcification around the leads and the generator pocket was filled with dark brown milky fluid. Cultures were obtained to be sent to the lab to check for current infection. The device history records for the generator were reviewed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.